Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure. When surgeon implanted the lens the iol was not centered due to haptic bent. The haptic was broken when tried to adjust the lens. When the lens was rotated, it failed to fixate. Additional information has been received that during the original procedure, there were difficulties in centration, the pupil was constricted. The lens was not explanted, when an attempt was made to reposition iol the lower haptic was bent and stuck to the optical part. The haptic was pushed with a manipulator and it fell off. The iol was positioned by hooking the haptic stump to the edge. If the lens does not change its position within 14 days then the iol should not be replaced. If it chances the position, iol should be replaced. The patient was hospitalized as a result of this event. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. A viscoelastic was indicated as used in the eye. It is unknown if the non-qualified viscoelastic was used to delivery the lens. The product investigation could not identify a root cause for the reported bent haptic. Information indicated that the lens remains implanted. The hcp stated that the lower haptic was bent. The haptic was pushed with a manipulator and it broke. Iol was positioned by hooking the haptic stump to the edge of the capsulorhexis. It is unknown if qualified associated products were used. The instructions for use (IFU instructs): company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The reporting facility has not provided any further information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).